Event description:
It was reported that a revision surgery was performed to remove a rise spacer which had collapsed.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. It was stated that the surgeon used the rise spacer in t10-t11 with unilateral nuvasive reliance screws as a posterior fixation which is off label use of the device at thoracic levels. It was statnd that during the revision case, the surgeon had to reduce the height of the spacer with the driver, three full turns at minimum, to remove the implant from the disc space. The explanted spacer was visually inspected through two clear plastic bags and was in a mostly collapsed state, roughly 0.5mm of expansion. All of the components appear to be engaging properly with each other without any disassociation. A damage mark was identified on the external corner posterior surfaces of the back ramp. These marks appear to have been caused while explanting the device. A review of the fluoro images show that the spacer was at least partially expanded at the time they were taken. However, without complementary immediate post-operative images or images prior to the spacer removal, it is not possible to determine if there was a loss of height in the rise spacer.